Event description:
It was reported that the arctic sun device had an open line and walked caller through steps to disconnect and reconnect pads using proper technique. The device then had a low reservoir and verified with registered nurse how to fill the device. Also reminded the nurse to empty pads before refilling the device and explained that the device will overfill if the pads were not emptied.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be, "flow path is slightly blocked". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the unknown arctic gel pads ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the arctic sun device had an open line and walked caller through steps to disconnect and reconnect pads using proper technique. The device then had a low reservoir and verified with registered nurse how to fill the device. Also reminded the nurse to empty pads before refilling the device and explained that the device will overfill if the pads were not emptied.